Event description:
Related manufacturer reference number: 2017865-2022-14592. It was reported that there was far r-wave oversensing and inappropriate mode switch on the atrial lead and the implantable cardioverter defibrillator (ICD). Programming changes were performed to address the issue. The patient condition was stable.

Manufacturer narrative:
Additional information was requested but not provided.